Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic and the customer's caregiver called for a nurse for further assistance. Subsequently, the customer had contact with a healthcare professional (nurse) who obtained comparison readings of 17.50 mmol/l on the adc device compared to a reading of 22.70 mmol/l on an hcp meter, a reading of 17.90 mmol/l on the adc device compared to a reading of 19.40 mmol/l obtained on an hcp meter, and a reading of 3.40 mmol/l on the adc device compared to a reading of 18.90 mmol/l on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. In addition, the nurse administered insulin (dose/type unspecified) shots for treatment. There was no report of death or permanent impairment associated with this event.